Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise episodes and some were over-sensed as high ventricular rate (hvr) episodes. Noise reversion was also noted. Reprogramming was performed. Patient condition was stable.